Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit customer's blood glucose at time of incident was unknown. The customer stated that pump alarmed after change. The customer was advised and explained that this is normal pump behavior. The customer was assisted to clear alarm and reset time/date. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was admitted to the hospital due to bad infection that ended up in ketoacidosis. The customer was treated with antibiotics. Customer was experiencing symptoms of nausea, vomiting, difficulty breathing. The customer treated with boluses with pump and nurses staff at nursing home gave some manual injections. Customer was offered to troubleshoot but declined.